Event description:
Customer reported an abo discrepancy with the fwd_aborh assay on galileo. Three patients were typed as a negative, and they were o negative patients historically. The samples were run in tube using the same reagent lots used on the galileo; the samples tested as o negative.

Manufacturer narrative:
Evaluation of instrument images revealed that there was no anit-a pipetted in the wells that contained the affected samples. The customer did not think there was foam or bubbles in the vial of anti-a. Foam or bubbles in the anti-a vial could not be ruled out as a cause of no anti-a being pipetted into the wells. The galileo opertor manual states: "inspect all reagents and controls for the presence of foam before placing on the instrument. The presence of foam in the vial can cause the liquid level detection (lld) feature of the pipetting system to aspirate foam rather than reagent. This will produce incorrect results or an error." The customer did not had any more abo discrepancies; the instrument is working as expected.